Manufacturer narrative:
Other relevant device(s) are: etlw1620c124ej, s/n: unknown, use by date: unknown, upn # unknown. Etlw1616c82ej, s/n: unknown, use by date: unknown, upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm. This procedure was completed in the following steps. Via the left approach the enbf2816c166ej and etlw1616c82ej were implanted in the left, and etlw1620c124ej was implanted in the right. It was reported that two years post the index procedure the aneurysm diameter was noted to have decreased and there were no issues noted. An echocardiogram showed a possible endoleak however CT did not confirm this. It was reported that it was noted that the aneurysm diameter increased and the graft was floating from the proximal neck. It was reported that the patient presented emergently 5 years and 10 months post index procedure with a suspected impending rupture. A CT showed that the aneurysm had increased to 76mm. Laparotomy was performed and it was observed that the proximal side was blocked by the trunk of the main body. All of the stent graft system was explanted except the bare stents and four stents of the main body. A blood vessel prosthesis was implanted. As per the physician, the cause of the event was due to a type iiib endoleak that occurred due to the graft breaking. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the exact cause of the increasing aaa size and impending rupture could not be determined from the examination of the returned devices and clinical information provided. Films were not available for review and the patient¿s anatomy is unknown; therefore, the stent graft in-vivo configuration during the implant duration could not be assessed. In addition, CT¿s just prior to the explant were not available and evaluation of the reported type iiib endoleak could not be performed. It is likely that the holes observed near the level of the flow divider contributed to the impending rupture via a type iiib endoleak. The cause of the holes could not be determined. It is possible that abrasion from the underlying contra limb proximal stent apices, and/or abrasion from adjacent bifurcate stents or aortic calcification may have led to the creation of the holes. It is also possible that the earlier (2016) reported aneurysm diameter increase with the finding of the stent graft floating in the proximal neck, may have also contributed to the aaa size increase and impending rupture. It was not reported if there was a subsequent intervention to repair the inadequate proximal neck seal w hich was most likely caused by disease progression; neck dilatation. The two (2) likely overload related fractures observed on the bifurcate aortic body just above the flow divider did not appear to have contributed to the events, as no fabric tears were seen near the location of the fractures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was confirmed that the proximal neck enlarged due to the increased aneurysm diameter - there was no apparent endoleak at that time, but the graft seal was lost. It was also confirmed that during the laparotomy the graft portion was blocked together with the blood vessel and was anastomosed with the artificial blood vessel. Additional information: etlw1620c124ej s/n: (B)(4), use by date: 2016-01-16, upn # (B)(4); etlw1616c82ej, s/n: (B)(4), use by date: 2016-01-08, upn # (B)(4). If information is provided in the future, a supplemental report will be issued.